Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: v287456); product type: 0200-lead; implant date (B)(6) 2009; explant date brand name activa; product ID 37085-60 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2009; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pre-magnetic resonance imaging (MRI) system check, elevated impedances at contact zero on the left were noted on all three device components: lead, extension, and ipg. An impedance check was performed with a clinician programmer as part of the pre-MRI system check. The patient did not receive the planned MRI due to the elevated impedances. No interventions were taken, and the issue remained unresolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# v287456, implanted: (B)(6) 2009, product type lead product ID 37085-60, serial# (B)(6), implanted: (B)(6) 2009, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances on the left side was not determined. The impedances were resolved in the or. Additional information was received from a manufacturer representative (rep) on 2025-jul-02. The rep reported that the patient did not need to go to the or. The rep saw them as part of a pre-MRI impedance check. There were no actions/interventions taken to resolve the issue. The rep was simply there to run an impedance check. Nothing could be done except to run the check at the highest power possible. There was no procedure/surgery.